Manufacturer narrative:
The device history record of reported lot number 6085538 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the tubing had become disconnected near the pump. Per reporter, some leakage occurred before the patient reconnected the tubing, and the pump had begun alarming "downstream occlusion." The pump was powered off and the patient was redirected to their clinic. No patient harm/adverse event was reported. The event occurred while in use at the patient's home.